Event description:
A customer reported that the charging connection for their tandem mobi pump was unstable and not recognized, despite attempting to leave it on the charging pad for at least 30 minutes. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement wall adapter, charging cable, and charging pad via two-day shipping. They also planned to follow up, and in the meantime, if the pump battery depletes, the customer was advised to rely on an alternate method for insulin delivery.